Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain sharp pain on the side of my pelvis/ pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia) long standing bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included wrist pain, melorheostosis, hot flashes, nabothian cyst, vaginal discharge, hyperkeratosis, lower abdominal pain, constipation, depression, vaginal irritation and vaginal itching. Concomitant products included meloxicam for fibroids, ibuprofen for pelvic pain female and abdominal pain as well as oxycodone and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and metrorrhagia ("spotting between cycle"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced abdominal pain ("abdominal cramp/ abdominal pain/ abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient was found to have pelvic neoplasm ("tumor/teratoma/cancer type: pelvic fibroid tumors") and uterine leiomyoma ("tumor/teratoma/cancer type: pelvic fibroid"). On an unknown date, the patient experienced discomfort ("discomfort") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, vaginal haemorrhage, metrorrhagia and discomfort had resolved and the pelvic neoplasm, uterine leiomyoma, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, discomfort, dysmenorrhoea, hormone level abnormal, menorrhagia, metrorrhagia, pelvic neoplasm, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fibroids, abnormal bleeding, abdominal pain, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : events added- hormonal imbalance, weight gain. Essure removal date added. Lab data updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain sharp pain on the side of my pelvis/ pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia) long standing bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included wrist pain, melorheostosis, hot flashes, nabothian cyst, vaginal discharge, hyperkeratosis, lower abdominal pain, constipation, depression, vaginal irritation and vaginal itching. Concomitant products included meloxicam for fibroids, ibuprofen for pelvic pain female and abdominal pain as well as oxycodone and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and metrorrhagia ("spotting between cycle"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced abdominal pain ("abdominal cramp/ abdominal pain/ abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient was found to have pelvic neoplasm ("tumor/teratoma/cancer type: pelvic fibroid tumors") and uterine leiomyoma ("tumor/teratoma/cancer type: pelvic fibroid"). On an unknown date, the patient experienced discomfort ("discomfort"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, vaginal haemorrhage, metrorrhagia and discomfort had resolved and the pelvic neoplasm and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, discomfort, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic neoplasm, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fibroids, abnormal bleeding, abdominal pain, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received: previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: abnormal bleeding (vaginal) abnormal bleeding (menorrhagia), dysmenorrhea (cramping), abdominal pain, spotting between cycle, fibroids, pelvic tumors and discomfort. Reporter information, medical history, concomitant drug, events onset date and event outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.